Event description:
It has been indicated by the customer that during the night a safety side fell down. The caregiver said that the safety side was "properly" locked at the beginning of the night. No injuries were reported. Patient has not fallen from the device (contoura bed). Reference MFR report # 3007420694-2013-00052.